Event description:
It was reported that during a ptca procedure of an lad side branch, the balloon catheter was used to make four inflations at 16 atm (coronary to IFU). When the balloon catheter was retracted into the guiding catheter, the distal balloon and shaft segment separated. This was noted under fluoroscopy because the balloon markers were still seen within the guiding catheter, although the balloon had already been retracted. Subsequently, the entire guiding catheter and guide wire were removed from the pt with no resistance. When the guiding catheter was flushed outside the pt, the distal segment re-appeared from the guiding catheter. Reportedly, there was no pt injury.